Event description:
The customer reported that a false negative reaction was observed on the provue analyzer when performing an antibody screen and crossmatch. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
No definite root cause was identified. An ocd field engineer was on site on 6/28/2009 and performed reader camera adjustments and adjusted the sample tube probe depth. The fe returned to the customer site assisted by another fe on 7/01/2009. Camera optics adjustments and incubator temperature verification were performed. The probe was replaced. Adjustments, repairs and the replacement of the probe have returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4). Cross reference MDR# 1056600-2009-00151.